Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected stuck button alarms, display type anomalies or blank display anomalies noted during testing. All of the buttons functioned properly; no damage was found on the keypad traces and the connector on the printed circuit board was not unlocked during visual inspection. The insulin pump had scratched casing, minor scratches on the lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed stuck button alarm. Customer's blood glucose was 190 mg/dl. Device was turned off. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.